Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient using an astral device passed away allegedly due to malfunction of the device. It was reported that the device spewed hot water through the patient's mask allegedly resulting in asphyxia.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned astral device. The device was performing to specifications. The external humidifier used with the astral device by the patient was not manufactured by resmed. Therefore, resmed is unable to address performance of the non-resmed humidifier. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient using an astral device passed away allegedly due to malfunction of the device. It was reported that the device spewed hot water through the patient's mask allegedly resulting in asphyxia.